Event description:
Event description cpi received information indicating this implantable cardioverter defibrillator (ICD) and transvenous defibrillation lead were explanted due to infection and erosion.